Event description:
A customer reported that during surgery, when the laser probe was connected to the system, the probe was not detected. A different laser was brought in to complete the procedure. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).